Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m373 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m373 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Cent chamber) alarm. No trends were detected for this complaint categories. Photographs were provided by the customer for evaluation. The kit and smart card were not returned. A visual inspection of the customer provided photographs showed blood splatter on the walls and at the bottom of the centrifuge chamber. The leak site is not identified in the photographs. A material trace of the drive tube assembly and its components used to build m373 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the alarm #7: blood leak? (Cent chamber) alarm was due to the drive tube leak. The root cause of the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) occurred and a blood leak was observed in the centrifuge chamber. The customer reported the blood leak appeared to be coming from the location of the lower drive tube bearing. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for evaluation.